Manufacturer narrative:
Available evidence indicates the device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had triggered the lead safety switch (lss) on the right atrial (ra) lead (unknown manufacturer), and the pacing threshold test was not performed well. The atrial lead pacing impedance and sensing measurements were within normal range. Technical services reviewed the available device data and noted the lss was most likely triggered due to a low, out-of-range daily impedance measurement. Noise was observed on the atrial channel during the threshold test, which may interrupt the test, causing it to not complete as expected. Technical services recommended troubleshooting to evaluate the ra lead with pocket manipulation and patient movements to see if the noise could be recreated and if programming changes to sensitivity could help avoid sensing the noise. It was reported that troubleshooting would be planned for the patient's next scheduled follow-up. No adverse patient effects were reported.

Manufacturer narrative:
Available evidence indicates the device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The initial reporter details were updated in this report.

Event description:
It was reported that this pacemaker had triggered the lead safety switch (lss) on the right atrial (ra) lead (unknown manufacturer), and the pacing threshold test was not performed well. The atrial lead pacing impedance and sensing measurements were within normal range. Technical services reviewed the available device data and noted the lss was most likely triggered due to a low, out-of-range daily impedance measurement. Noise was observed on the atrial channel during the threshold test, which may interrupt the test, causing it to not complete as expected. Technical services recommended troubleshooting to evaluate the ra lead with pocket manipulation and patient movements to see if the noise could be recreated and if programming changes to sensitivity could help avoid sensing the noise. It was reported that troubleshooting would be planned for the patient's next scheduled follow-up. No adverse patient effects were reported. The local field representative confirmed the ra lead was a boston scientific product. They inquired at the hospital about this patient and device but no additional information was able to be obtained. Evidence suggests the device and lead remain implanted and in service.